Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarms, the customer resumed insulin delivery without changing the supplies on the pump. The customer's blood glucose (bg) level was not impacted.